Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, the "clicking" of the handle stopped. Energy could be sent to the jaws when pulling back on the activation handle, but the typical hemopro 1 clicking stopped. Continued and finished case with device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, the "clicking" of the handle stopped. Energy could be sent to the jaws when pulling back on the activation handle, but the typical hemopro 1 clicking stopped. Continued and finished case with device. The hospital did not report any patient effects.